Manufacturer narrative:
Additional information was added to d4 (expiration date) h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a leak at the y-site clearlink. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the lowest valve port. This occurred after the tubing was primed with ferrlecit and the infusion pump started. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.